Event description:
Physio-control evaluated the device and observed that it would not detect the therapy cable connection. Hence, the device was unable to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy cable connector assembly at the failure analysis center and found the cause of the failure to be a low voltage sensor pin, pin 1, stuck inside the connector.